Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due to an occlusion alarm. Customer addressed bg level via manual dose correction injection. The customer reverted to an alternate method of insulin therapy.